Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during the open reduction and internal fixation of posterior lumbar surgery, when the cap was screwed into the nail, the cap was slipping. The surgeon also noted the inside screw thread was also broken. Totally 2 screws and 4 caps had problems. The surgeon had to change to another one to complete. There was no report on patient injury. This is report 6 of 6 for (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device names: mnh, mni. The lot number reported by the complainant for this part was 7558422, however according to the analysis of the pictures sent of the product the lot is 7530276 device history report (DHR). Identified two nonconformance reports (ncr's) for same raw material: part no. 21018, lot #7375397; 1. Ncr #(B)(4), inspected to (B)(4). Material was accepted as "use as is" because (B)(4) is more stringent than (B)(4) and not relevant to complaint condition. Ncr #(B)(4), one bar found with no lot number etched on outer diameter, bar was scrapped and not relevant to complaint condition because lot numbers are checked prior to loading into machine. No other discrepancies were noted that would be associated with this complaint. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosisif information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was performed on the returned device. As per received condition of device; the axon top loading screw and components exhibit post production/acceptance damage that includes: 2.5mm hex face has nicks/scratches radiating into blasted area of the screw. There are nicks and scratches on the internal diameter on the neutral body. The raw material cannot be measured because the product is assembled. All other features relevant to complaint condition meets specification, complaint is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.